Event description:
"Port was removed by surgeon when tissue necrosis was seen at connection site to port. Fluoroscopy can see contrast leaking out in sq tissue. Marked discloration associated with skin and sq scarring and partial necrosis." "Aside from ongoing wound issues, present pt condition is unremarkable."